Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: switch 1 had a cut, and the suction cylinder had no color. The plug unit and the universal cord had scratches. The scope connector cover unit and the outside shield unit had corrosion due to water leakage. Due to a chip on the objective lens the image had a partially dark area. Due to the wear of the angle wire the bending angle in the left direction did not meet the standard value. The objective lens had a chip, and the light guide lens had a crack. The bending tube was deformed, and the connecting tube had a wrinkle. Due to the clogging of the jet tube in the control unit the water could not be supplied. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogging in the jet tube due to insufficient reprocessing. There were no reports of patient involvement.